Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial#: (B)(6), product type: programmer, patient; product ID: 97745, lot# serial# (B)(6), product type: programmer, patient; product ID: 97745, lot# serial#: (b)(6,) product type: programmer, patient; product ID: 97755, lot# serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) b3: date is approximate h3: analysis of the controller (product ID 97745 lot# serial# (B)(6)) found no significant anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said their controller won't take a charge. Pt said the green light on the ac power supply was on and that the controller powered on with aa batteries but when plugged in with the li battery, the green light on the controller did not start flashing. Pt inspected the battery compartment, battery, ac power supply, and controller port and said they all looked fine. Pt plugged the controller into ac power without the li battery and the controller did not power on. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt said they were seeing a settings not available screen and that they were also having a lot of trouble connecting the controller to the ins. Pt mentioned when they want to turn the ins off for any reason, they can't just push "stim on" or "stim off", they have to go into each individual program and turn them off. Additional information was received. It was reported the patient received the replacement controller but not it would not charge the implant. The patient was in chronic pain because they could not charge. It showed no device found and flashed a white light but it would not stay on. The patient wanted to another controller. A new recharger was requested. No symptoms were reported. Additional information was received. It was reported that they got a new controller and new recharger but they still cannot charge. The patient (pt) stated the implant is depleted and the pt has chronic pain so not being able to use the stimulator is a big deal. Pt stated over the weekend they noticed the controller was cracked so the controller will power on for only a couple mins. An email was sent to the repair department to replace the device. Additional information was received from the patient. Pt called back stating the controller was not powering on or taking a charge. During the call removed the battery pack and plugged the controller into the power supply cord/outlet. Pt confirmed controller powered on and the stimulator was 40%. Pt reinserted the battery pack. Pt reported the controller powered on and indicated the controller needed to be charged. Pt confirmed the controller was taking a charge when plugged into the power supply cord/outlet. Pt was advised to charge controller then charge stimulator, monitor and callback if issue persists.